Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/07/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: review of the pump¿s black box data shows a history of rebooting associated with replace cartridge alarms and low battery warnings. Unrelated to the complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter claimed the animas insulin pump has power issues. The subject pump allegedly has severe corrosion in the battery compartment and will not turn on. There was moisture present within the pump. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported due to the unresolved power issue.